Event description:
The customer reported to olympus that when using a visera 4k uhd xenon light source, there was an error code e105 on display. There was no patient under sedation at the time, no procedural delay reported, or no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.